Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) pump lost electrocardiogram (ECG) signal, both skin lead and monitor inputs. As a result, the pump was swapped out for another. The pump was sent to biomed and the front end board was replaced by the hospital biomed. There was no report of serious injury, complications or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "ECG trigger loss" is not confirmed. Although, the root cause of the complaint is undetermined the returned front end board passed visual and functional test specifications. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) pump lost electrocardiogram (ECG) signal, both skin lead and monitor inputs. As a result, the pump was swapped out for another. The pump was sent to biomed and the front end board was replaced by the hospital biomed. There was no report of serious injury, complications or death.